Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's spouse that the patient has experienced heart rates in the 30s bpm range and the lower rate of the pacemaker was set at 60bpm. The device is still in use. No further patient complications have been reported as a result of this event.